Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with vancomycin (1 gram, intraperitoneal, every 3rd day), ceftazidime (1 gram, intraperitoneal, once daily, for 14 days) and meropenem (1 gm, once daily, for 14 days) for peritonitis. It was reported the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.